Manufacturer narrative:
This information is provided because our device evaluation medwatch was submitted with the incorrect data.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that only the b button worked. The customer's blood glucose was 82 mg/dl. He stated that he had been moving all day and had the insulin pump in his pocket. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.